Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. The product was evaluated. An external visual inspection was performed and passed. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.